Event description:
A family member reported that the up and down arrow buttons were intermittently unresponsive and the backlight button was not responding to button presses on the keypad. The family member also indicated that the patient uses the ok button on the keypad in order to get a response from the pump. In addition, the family member also stated that the patient wears the pump attached to a belt and does not clean the pump.

Manufacturer narrative:
(B)(6). The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast buttons were intermittent, but that the ok and down arrow buttons are responsive to user input. There was evidence of keypad contamination found under the contrast and up button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.